Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, there was a dissection caused by the arterial sheath of the neuroprotection system (nps). An unplanned additional stent was placed to cover the dissection. The procedure was completed successfully with no health consequences or impact to the patient.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.